Event description:
It was reported by service report that the fowler would not fully lower and the end corner covers were broken with sharp edges exposed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.